Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0444163v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Product ID: 37083, product type: extension. Product ID: 37083, product type: extension. (B)(4).

Event description:
The healthcare professional via the manufacturer representative reported that there was a lead fracture and high/out-of-range impedances. Upon surgical intervention, it was found that the lead tails were unraveling at the lead extension connection. It was guessed that the extensions were replaced at the time of implantable neurostimulator (ins) placement, however, the impedances were still high. Post-operatively, impedance measurements were >10,000 ohms, and the patient was referred to a neurosurgeon for replacement of the lead/extension. The healthcare professional reported that there was a malfunction of the spinal cord stimulator paddle electrode with high lead impedance. The patient had a thoracic laminectomy for revision of the spinalcord stimulator paddle electrode. During the procedure, it was discovered the right-sided lead had wires that were unraveled and corroded; it became apparent that the problem was within in the actual lead of the paddle and not the extension. The lead was replaced and directly connected to the ins. Intra-operative lead impedance was checked and was excellent. All impedances were within normal limits after the procedure, and the patient regained back and leg paresthesia. The issue was resolved at the initial time of report, and the patient's status was alive with no injury. If additional information is received, a follow up report will be sent. The patient's indications for use included postlaminectomy pain, failed back surgery syndrome, chronic pain, and degenerative disk disease with back pain.